Event description:
Customer reportedly received results of 12 mg/dl, 19 mg/dl, 14 mg/dl, and 128 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.